Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 14.8 cm returned for analysis. External insulation abrasion was noted from 11.6 cm to 12.0 cm from the connector pin, consistent with friction against the pulse generator can. The etfe coating was intact at this location. The portion of the lead that was returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.